Event description:
The customer reported an issue with a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with a complete pump reset, walking the customer through the process, which resolved the issue as the cgm error code did not display again, and the customer successfully started their sensor session.